Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, capsular contracture and swollen lymph nodes/glands are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture, baker grade iii and swollen lymph nodes/glands.

Event description:
The patient's representative reported "pain", "enlarged axillary lymph nodes", "breast swelling", "seroma", "capsular contracture" baker grade iii, and "inflammation". The device has been explanted. This record is regarding the right side.